Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one her right coil could not be visualized') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), fatigue ("fatigue") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, pelvic discomfort, menorrhagia, fatigue and dyspareunia had not resolved. The reporter considered abdominal pain, device dislocation, dyspareunia, fatigue, menorrhagia and pelvic discomfort to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: one her right coil could not be visualized. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one her right coil could not be visualized') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine device removal and grand multiparity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), fatigue ("fatigue") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (laparoscopic tubal ligation on the left fallopian tube with the falope ring .). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, pelvic discomfort, menorrhagia, fatigue and dyspareunia had not resolved. The reporter considered abdominal pain, device dislocation, dyspareunia, fatigue, menorrhagia and pelvic discomfort to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2014. Essure was placed on the left side and the 02coils out. On the right side also one coil was left discrepancy noted: essure removal date as per mr is (B)(6) 2014. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: one her right coil could not be visualized; on (B)(6) 2014: 1.the right essure wire is in satisfactory position was not visualized. 2. The left fallopian tube is opacified, and patent with localize contained peritoneal spill images and findings of left tubal patency were discussed with the patient who voiced understanding. The patient was verbaj.ly instructed to use additional farms of birth control until further instructed by referring clinician. 3 . The second essure wire is not in the expected location of the left fallopian tube and projects superior to. The uterine fundal portion of the cavity. Exact positions indeterminate it is uncertain whether this within the myometrium or extruded form the distal fallopian tube be and located extrauterine.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received: reporter. Medical history,lab test and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one her right coil could not be visualized') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), fatigue ("fatigue") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain, pelvic discomfort, menorrhagia, fatigue and dyspareunia had not resolved. The reporter considered abdominal pain, device dislocation, dyspareunia, fatigue, menorrhagia and pelvic discomfort to be related to essure. The reporter commented: plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: one her right coil could not be visualized. Most recent follow-up information incorporated above includes: on 4-jun-2020: plaintiff fact sheet received. Reporter information updated. Product indication female sterilization newly updated. Essure stop date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.